Event description:
There was a questionable delay in the priming of epidural tubing. The tubing took a little longer to prime than normal. After connecting it to the patient she had adequate analgesia for ~45 min. Thereafter she lost her sensory level of analgesia. The pump was inspected and troubleshooting with new tubing took place. The new tubing took even longer to prime. As a result, the pump itself was deemed faulty. A new infusion pump was used with proper priming and infusion. The faulty device was brought to clinical engineering for further investigation and isolation. FDA safety report ID # (B)(4).